Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. The landing zone measurements were 0 - ostium - 20, landing zone - 14, depth - 27, 45 - ostium - 21, landing zone - 14, 90 - landing zone - 21. The device was sized using the largest landing zone of 21mm. Transesophageal echocardiogram (tee) and fluoro were used during procedure. During procedure, the amulet was placed at the desired landing zone. A tension test was performed and the amulet moved proximally. Therefore, the amulet was recaptured to ball formation and additional depth was achieved. The amulet was deployed again and a high level of compression was noted. Close criteria was satisfied. Tension test was performed and the amulet appeared stable, therefore it was released from the cable. The shape of the amulet was roman helmet/strawberry. While performing final tee imaging, the amulet embolized to the left ventricle. The amulet appeared to be attached to the anterior leaflet of the mitral valve. Then, the amulet migrated through the aortic valve and became lodged in the ascending aorta. The amulet did not cause obstruction. A 14f amplatzer steerable delivery sheath was inserted into the right femoral artery (rfa) and advanced to the aortic arch. A gooseneck snare was utilized to grab the distal pin and the amulet was retracted into the steerable sheath and successfully removed from the patient. No damage to the mitral valve was observed. No pericardial effusion was observed and no further procedure complications occurred. The patient was discharged the next day in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that while performing final tee imaging the amulet device embolized to the left ventricle, then it migrated through the aortic valve and became lodged in the ascending aorta. Also reported that the embolized device did not cause obstruction. A returned device assessment could not be performed as the device was not returned for analysis. No imaging was provided for review. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the embolized device was retracted and removed from the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.